Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient has an MRI next week of the back. Pt verified the MRI is unrelated to the ins / therapy device. Pt stated the ins will not turn on - pt stated he cannot connect to charge his ins. Pt stated it started acting sluggish 3-4 months ago. Pt stated 3 months ago he tried to connect to charge but it wouldn't connect. Pt stated he is no longer working with his implant hcp. Pt stated the MRI center suggested pt contact the local field rep about the ins. Pss is sending the local field reps an fyi message about pt call. Additional information from the patient indicated that the ins will need replacing. They stated that they will schedule replacement later for this year.